Event description:
It was reported that during device check, a rapid decrease in battery longevity was observed. During the review of session records it was noted that the patient had a capacitor maintenance and had received hv therapy as well. Patient monitoring will continue.